Manufacturer narrative:
Initially the customer reported to physio-control that there was no patient use associated with the reported event. The customer subsequently indicated that they had responded to an elderly female patient complaining of abdominal pain. The customer was only going to use the device to take the patient¿s vitals; however they were unable to do so due to the reported failure. There was no compromise to the care of the patient due to the reported failure. (B)(4).

Event description:
The customer contacted physio-control to report that their device had locked up. The customer observed that the green led on the on button was lit, but that none of the other buttons were responsive and that the display was blank. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the cause of the reported failure could not be determined.